Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician was not aware how to edit the weight field during infusion. The patient needed a weight based dosing for their upcoming procedure. Clinician ended up setting up additional device with the weight based programming while patient was on way to procedure. There was patient involvement but no harm. Education was provided by manufacturer representative.